Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported event remains unknown.

Event description:
A second sensor was implanted due to signal acquisition issues with the first implanted sensor. The second sensor is able to take a valid cm reading.